Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. After predilatation with a 3.5x20mm unspecified coronary balloon, the target lesion located in the left anterior descending (lad) artery remained 70% stenosed. While advancing the 3.5x28mm taxus liberte drug-eluting stent delivery system (sds) the shaft broke. It was reported that the break point was "outside of the patient". The physician removed the sds and guide catheter together and completed the procedure with another of the same device. There were no complications to the patient and the patient's current condition is listed as "good".